Manufacturer narrative:
Exact date unknown, event occurred during implant procedure from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn : m365sc2218700; model: sc-2218-70; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient had an infection and allergy to vicryl sutures during implant procedure. The physician confirmed that the infection was not device related. The patient underwent a system explant procedure. The explanted devices will not be returned as they were kept by the medical facility.